Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported receiving an err4 message on their freestyle flash meter. Troubleshooting indicated that the unit of measure setting on the meter could be changed from mg/dl to mmoi/l. The customer's meter was returned and testing confirmed the memory overwrite malfunction. There was no reprot of death, serious injury or mistreatment.